Event description:
It was reported that the customer had recurring issues with the insulin pump's battery, after receiving a replacement battery cap. The customer was asked to enter the time and date every time he changed the battery. He received an external error, an unexpected restart alarm, and a motor error alarm. His blood glucose level was 96 mg/dl. The customer was advised to disconnect from the insulin pump and revert to a back up plan. The product was returned. Nothing further to report.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The pump was unable to prime during the prime test due to a faulty force sensor. The pump passed the self test and error alarm test. No motor error alarm noted. The motor passed motor test. The pump had minor scratches on the lcd window, a cracked case near the display window corners, cracked battery tube thread, and a cracked reservoir tube lip.